Manufacturer narrative:
Sample has not been received by MFR for investigation in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: that the humidifier gets blocked after 2 or 3 days maximum of use. The complaint alleges incident occurred during oxygen therapy on a pt. No pt injury reported. Pt current condition is fine.